Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01141-1. The investigation is complete. This is an initial final report submission. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned.

Event description:
It was reported that during surgery the blade of the dermatome left a line in the leg of the patient where it did not pull skin for the graft. There has been no report of harm or delay. Due diligence is complete. No additional information is available. At investigation it was determined that the dermatome may have contributed to the event of not cutting properly. No adverse events were reported as a result of this malfunction.